Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump became hot and displayed an error code when a microwave-emitting device was used near the pump. The pump was turned off and then powered back up and afterwards the pump operated normally. No adverse patient effects were reported.